Event description:
The pt was having a CT scan. Two test injections were completed with the eda patch applied. There was no problems with those two test injections. The exam was going to the next series, which was an injection of optiray 350 - 100cc, 2cc/sec through a 20g angiocath. Eda patch was applied but did not alarm the tech that an extravasation was occurring. Estimated extravasation volume was 100 cc's in the left elbow. Pt had some discomfort in the left arm, and was observed overnight at the facility. No complications occurred.